Event description:
The report received from the patient/initial reporter through the medical affairs department indicated that approximately twenty two (22) months after the index procedure for cypher stent implantation, the patient experienced shortness of breath (sob) and other unspecified symptoms. A diagnosis of blockage in an unknown/unspecified vessel was made by unknown. The blockage was treated by placement of a non-cordis stent during a scheduled hospitalization. The patient called to request a stent card. The patient had a cypher stent implanted in the right coronary artery (rca) due to a blockage during the index procedure. Additional stenting for additional blockages could not be performed at that time as the patient could not tolerate more dye/contrast medium due to having only one (1) kidney. Attempts to obtain additional information were unsuccessful. No additional information is available.

Manufacturer narrative:
The product is not available for evaluation and testing. As reported, approximately twenty two (22) months after the index procedure for cypher stent implantation, the patient experienced shortness of breath (sob) and other unspecified symptoms. A diagnosis of blockage in an unknown/unspecified vessel was made by unknown. The blockage was treated by placement of a non-cordis stent during a scheduled hospitalization. The patient called to request a stent card. The patient had a cypher stent implanted in the right coronary artery (rca) due to a blockage during the index procedure. Additional stenting for additional blockages could not be performed at that time as the patient could not tolerate more dye/contrast medium due to having only one (1) kidney. Attempts to obtain additional information were unsuccessful. No additional information is available. The product was not returned for inspection. Manufacturing records (DHR) could not be reviewed, as the product catalog and lot number are not available. The patient's medical history includes: coronary artery disease (cad), diabetes and renal insufficiency. Restenosis is a known potential adverse event associated with implanting coronary artery stents and is often associated with the progression of coronary artery disease. Based on the minimal available information provided, there are possible patient factors: coronary artery disease (cad), and diabetes; and vessel factors that may have contributed to the reported event. There is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken. Please note that this is the initial/final report for this product.